Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer changed the pump supplies and air bubbles were still observed. The customer then primed the tubing which resolve the issue, and continued using the pump for insulin therapy.